Event description:
The facility representative reported a flogard infusion pump where the "door lock is broken and does not close properly". It is unknown when this condition occurred in the medicine department. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed during service evaluation. The cause of the problem was wear and tear to the door latch. Service replaced the door latch to fix the problem.